Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in-clinic for follow-up. Multiple episodes of inappropriate auto mode switch due to far field r-wave oversensing were detected. Patient was asymptomatic. Programming changes were made and the patient will continue to be monitored.